Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device the electrical contacts of the video connector socket of the subject device were bent and the endoscope could not be connected to the subject device. Therefore the endoscopic image was not displayed. The service department of olympus india checked the subject device and found that the reported phenomenon was duplicated and endoscopic image was not displayed while connecting evis 180 series videoscope. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to aging deterioration or accidental failure of components on the printed circuit board, or due to a bend in the video connector pin by repeated connection.